Manufacturer narrative:
The pump was received with unresponsive buttons and a button error alarm due to corroded keypad traces. Unable to perform functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to the unresponsive buttons. Unable to verify operating currents due to the unresponsive buttons. The pump also had a cracked case at the display window corner, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The nurse reported via phone call of high blood glucose readings and a button error from the insulin pump. The nurse stated that the customer had a headache, the chills and could not keep anything down. The customer stated that he would drink water and threw it up. The customer stated that he had irregular heartbeats and received an akg. The customer also stated of buttons errors on the insulin pump. The buttons were hard to press and the pump alarmed button error. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.